Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.6mm and left coronary cusp (lcc) was 5.2mm. Post procedure ECG showed a complete heart block. The patient experienced a brief episode of hypotension, levophed was give as treatment. The following day, the ECG showed a reconversion to right bundle branch block and a permanent pacemaker was implanted. On (B)(6) 2026, the patient was discharged.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported heart block could be due to procedural circumstances. However, this could not be confirmed. The cause of the reported patient effects of hypotension could not be determined. The reported medical interventions and hospitalization were result of case specific circumstances as temporary pacemaker was used subsequently permanent pacemaker was implanted and patient was admitted. The reported medical intervention was a result of case specific circumstances as medication was provided for hypotension. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - envision ide study, patient site (B)(6). It was reported that on (B)(6) 2026, a 29mm navitor vision valve was chosen for implant using a large flexnav delivery system. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The final implant depth at non-coronary cusp (ncc) was 4.6mm and left coronary cusp (lcc) was 5.2mm. Post procedure ECG showed a complete heart block. The following day, the ECG showed a reconversion to right bundle branch block.